Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation and review of the transmission, the patient's right ventricular (rv) lead was found to exhibit over-sensing of noise, resulting in high ventricular rate (hvr) episodes. Multiple corrective programming changes were made on (B)(6) 2021. No patient consequences were reported.